Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 3010536692-2014-01764.

Event description:
Allegedly the surgeon found a pseudotumor so revision surgery was performed. The surgeon wants us to investigate the wear condition for both taper and articulation surfaces. Medium activity level.